Event description:
The customer reported that the drive support cap was protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. Unable to confirm the alarm.